Event description:
A malfunction was reported on a customer's pump, and there were no notable events before the issue. There was no reported adverse impact to the customer. Technical support provided instructions to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to reach out if any issues arose again.